Event description:
The accounts maintenance stated the emergency CPR and trendelenburg do not work.

Manufacturer narrative:
The accounts maintenance stated the rod end of the valve seems to be stuck out about 1/2 inch. He does not believe they have ever changed the valves. Technical support instructed the account to verify that the linkages are adjusted correctly, and if the valves are stuck out, they cannot be pulled out to open them up. He should replace both the emergency CPR and trend valves. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.